Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise. The patient was noted to be sleeping at the time of the recorded oversensing. Device data was sent to rhythmcare for review. Data review determined this system also recorded high out of range pacing impedance measurements and low amplitudes. Rhythmcare recommended performing an x-ray to evaluate system integrity. This system remains in service. No adverse patient effects were reported.